Manufacturer narrative:
(B)(4). It is unclear if a product malfunction has occurred based upon the info presented at the conference. The surgeon has not provided further info regarding the event. Additional attempts to clarify the issue and determine pt status and/or any actions the surgeon may take with respect to the reported event will be made. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."

Event description:
During a conference presentation by the surgeon, a nuvasive rep noted that a radiograph taken 1 year after initial surgery appeared to reveal that the xcore device had exhibited a loss of distraction when compared to a film taken immediately following surgery. The surgeon alleged no malfunction of the product at the time of the presentation.